Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following : externally, the unit is in good condition. Internally, the unit is in good condition. When tested, the unit passed all tests in accordance with the OEM (original equipment manufacturer) technical manual. The unit. Was soak tested for 3 days and no error occurred. Service repair noted the customer specified fault unconfirmed. When tested, the unit passed all tests in accordance with the OEM technical manual. The unit was soak tested for 3 days and no error occurred. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device cuts out in mid use. The issue occurred during a therapeutic fess (functional endoscopic sinus surgery). According to the doctor (user), the operation was abandoned as the machine cuts out and could not be used and that the only problem is that the patient will need to return to have the procedure done again at another date. The reporter reported no patient harm or injury and no medical intervention reported as a result of the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon was caused by user error of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.